Manufacturer narrative:
The customer has ordered new emergency stop button spare part and the lift is repaired and functional.

Event description:
The customer stated that the red emergency stop on the control box of the lift is broken. No injury reported.